Manufacturer narrative:
The reported malfunction was observed during review of the activity logs. However, the reported problem could not be duplicated with the device. The device was put through extensive testing and the reported malfunction could not be duplicated. Review of the device activity logs showed that the device experienced a reset. The monitor board was replaced as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an (B)(6) year old male patient, the device would restart/reboot itself. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.